Event description:
It was reported that one day post implant is was found that the left ventricular (lv) lead had no capture at maximum output and chest x-ray showed that the lead had pulled back approximately 1-2 centimeters. The lead was removed and another lead was attempted, however it moved after placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).